Event description:
A healthcare professional reported that nm-f3713 lot#9000807 implant lacked primary stability. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is smoker . The device was forwarded to the manufacturer. No other medical issues were reported.